Event description:
On an unknown date, a patient in the united states underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's wife reported that the j-tube separated from an unknown area of the tubing on (B)(6) 2022. The patient underwent a peg/j tube replacement on (B)(6) 2022 but the replacement was unsuccessful when the j-tube was found imbedded in the stomach lining. The patient underwent surgery on (B)(6) 2022 to have the j-tube cut out of the stomach lining. It is unknown at this time if the patient will undergo a new placement of the peg/j tubes.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Tubing imbedded is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4).

Event description:
On an unknown date, it was reported that the patient had sepsis, and had "lost part of his stomach". It was reported that the patient has been hospitalized for 3 months.